Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. Inratio: 4.8, lab: 3.9. Pt shall perform additional testing using the meter and will have a lab draw done. Tech support to follow up with results.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 4.8 pab 3.9 pt shall perform additional testing using the meter and will have a lab draw done. Tech support to follow up with results.